Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that instrument movements were reversed in response to user input, with the instruments moving in the opposite direction intended. Initial troubleshooting included verifying hand control settings and replacing the endoscope, which resolved the instrument movement issue but caused the image to appear flipped. Further guidance was provided to cancel the tool change and rotate the endoscope base, but the problem persisted. The staff then undocked, power-cycled the system, and redocked. Final troubleshooting confirmed that the endoscope orientation matched the selected system settings, resolving the issue so that instrument movements corresponded correctly with hand movements. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer undocked, power-cycled the system, and redocked. Once the 30-degree endoscope plus was reinserted, the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.